Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 290 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to the wear of the angle wire, the adhesive around the light guide lens and the bending section cover had a white clouded area, a buckled connecting tube, stretched angle wires, a chipped adhesive on the bending section cover, a dirty suction connector due to a water leak, a universal cord with peeled coating, a burnt plastic distal end cover, and a peeled adhesive around the objective lens. In addition, the following components were found scratched: protector of the universal cord on the suction connector side, image guide protector, and connecting tube. The following components were found discolored: light guide lens, objective lens, switch box, grip, scope cover, and control unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had a blackout image that was unable to be restored. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material coming out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.